Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "contracture", "folds", "hot", "increased diameter", and implant has "minimal collection around it". Device remains implanted.

Manufacturer narrative:
Photo analysis- visual analysis of the photographs identified: yellow particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported rupture of the prosthesis during the explant rupture.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV , seroma.

Event description:
Patient reported left side "contracture", "folds", "hot", "increased diameter", and implant has "minimal collection around it". Device remains implanted. Treated with montelucast, drainage, analgesics, injections.